Manufacturer narrative:
No patient injury reported. A gambro technical services field rep inspected the machine. He found that the power supply voltages were low. He replaced the power supply and the power distribution board, and applied an electronic contact enhancer to all connections. He performed a simulated run.